Event description:
A caller reported encountering a cgm error identified as error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided comprehensive pump reset information and guided the caller through the pump reset process. Following the reset, the pump no longer displayed the cgm error, and the caller was able to successfully start their sensor session.